Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a no delivery alarm. Their blood glucose during the incident was 422 mg/dl. They corrected the high blood glucose with a manual injection. Troubleshooting was performed for the no delivery alarm. They ran 5 units in the tubing and insulin exited. The infusion set¿s cannula was bent a little. Their basal rates and bolus wizard settings were correct. The device will not be returned for analysis.